Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the touch screen of the device did not work properly. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom-left hand corner of the display screen of the programmer did not work properly; it would not respond to the stylus touch-pen. The programmer has been returned for repair. No patient complications have been reported as a result of this event.